Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the threshold had risen to 2.5v at 0.21msec. The impedance varied from 1600 ohms to 500 ohms after that. It was also reported that there was a sudden drop in impedance. The lead remains in use. No patient complications have been reported as a result of this event.